Event description:
Heated wire pt circuit caught fire six inches from the pt wye. The hospitals attorney made it clear that the problem was with the humidifier and pt circuit and not the ventilator. Injuries: pt: mild 2nd degree burns on one shoulder. Bronchoscopy performed, no thermal injury noted. Respiratory therapist, 2nd and 3rd degree burns on thumbs from melted plastic.